Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a leak test performed? If so, what was the result? Can you please clarify what was meant by, ¿break of the staples line¿? Were there any issues noted with staple formation? If so, please describe the shape and anatomic location. What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient?

Event description:
It was reported that following a colectomy procedure, 6 hours later, the patient was in reanimation process due to septic shock because of the break of the staples line. The patient was re-operated to be treated for septic shock on disruption of the anastomosis; there was anterior opening of the colorectal anastomosis.